Manufacturer narrative:
The insulin pump passed the following functional testing: displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device also downloaded properly to carelink, no anomalies noted. The device was received with cracked reservoir tube lip and battery tube threads.

Event description:
Customer reported via phone call, he was hospitalized due to low blood glucose. Customer stated he was advised by a practitioner to go to the hospital due to his blood glucose was 40 to 50 mg/dl, on the way he treated by eating food. His symptoms were shortness of breath and chest pains. Customer declined troubleshooting as he was working with his doctor to control his low blood glucose. The customer is returning the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.